Event description:
It was reported that the vns patient passed away on (B)(6) 2009. Attempts for additional relevant information have been unsuccessful to date. Based on the limited available information about the patient¿s death, an internal classification has determined that the death may be possible sudep.